Manufacturer narrative:
This device has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated with a programmer. Another programmer was used, however, an interrogation as still unsuccessful and a magnet response was unable to be obtained. The patient was noted to have an intrinsic rhythm. It was reported that the device showed a battery status of 1.5 years remaining approximately 6 months ago. The device battery was suspected to have depleted sooner than expected. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a normal current condition was observed. The device battery was sent for detailed analysis. Detailed testing was completed that confirmed a battery issue causing abnormal heat output and subsequent battery depletion. Laboratory analysis confirmed the reported field observations.

Event description:
It was reported that this pacemaker was unable to be interrogated with a programmer. Another programmer was used, however, an interrogation as still unsuccessful and a magnet response was unable to be obtained. The patient was noted to have an intrinsic rhythm. It was reported that the device showed a battery status of 1.5 years remaining approximately 6 months ago. The device battery was suspected to have depleted sooner than expected. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.